Event description:
It was reported that the ilet user became stuck during the infusion set and cartridge supply change, specifically at the fill tubing step, did not perform the rewind step, and disconnected from the pump, which resulted in an out-of-insulin condition until the agent guided a restart of the supply change and completion of attach, fill cannula, and resume delivery. There were no reported symptoms or changes in blood glucose. Outcomes included a temporary interruption of insulin delivery without clinical impact. Investigation included troubleshooting and education conducted by the agent. Investigation of this case revealed user procedural error during supply change with no device malfunction identified, and normal function restored after correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use and handling.